Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). The device was received for evaluation. During evaluation the device alarmed system error 322 (link switch error (low)). The cause was identified to be the lower link switch not functioning properly. The lower auxiliary requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.